Manufacturer narrative:
Product ID: mc1vr01-delsys. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was re-positioned multiples during implant. The leadless ipg was not implanted, and was removed and replaced with another of the same leadless ipg device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated during the implant procedure, the leadless ipg was re-positioned due to device was unable to obtain all the appropriate numbers during testing with continued higher than expected thresholds. After multiple re positioning attempts the leadless ipg system was removed, and inspection revealed the device appeared to have some tissue in the tines and physician requested a new device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. (B)(4)-delsys product event summary: the full delivery system was returned and analyzed. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the delivery system (not obstructed). Blood was observed on the sheath. Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the flush port valve of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the recapture cone of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned, the device was not recaptured in the device cup but still intact with the tether. The outer shaft is kink/buckled at 4.5 centimeters from the distal end of the delivery system. The inner shaft is kink at 1.4 centimeters from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. The articulation test could not be performed due to the inner shaft being kinked and the outer shaft being kink/buckled not allowing the device to be recaptured in the device cup. There is blood on the tether. There is blood in the tether tube. There is blood on the tether pin. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Reference: user facility medwatch report# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated during implant, the leadless ipg was not sensing after multiple attempts to re-position, the device was removed.